Event description:
One external proficiency survey sample with erroneous high free psa results. Initial result from 2007 gave 2.54 ng/ml. On the following month, the sample was repeated on another analyzer - same methodology resulting at 1.65 ng/ml. On the next day, the same survey sample was repeated three times on initial analyzer resulting at 2.45, 1.76 and 1.73 ng/ml respectively. The initial result was reported. No adverse events reported in association with the incorrect result. The field service rep was unable to determine the cause for the incorrect results. Performance tests were performed which were within specs.